Event description:
During surgery, jaw of express broke while in use inside the patient. Broken piece was retrieved by dr. (B)(6). No known remnants of instrument left inside patient. Instrument went through decontamination. Upon inspection, after decontamination process, noticed that small pin from jaw was missing. Unknown as to what point pin was lost/question inside patient or lost during decontamination process.